Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device experienced premature battery discharge, with the battery depleting within one to one and a half days despite use of the ilet charger, and the device showed no visible damage or water exposure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a problem with the energy storage system consistent with premature battery discharge, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.